Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette had an error and could not be attached/detected. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. A ¿high alarm displayed: cassette not attached properly¿ was revealed in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.